Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that they received several motor error alarms and a motor position encoder error alarm. The customer reported that they also received several motion sensor test failure alarms. The customer's blood glucose was 600 mg/dl at the time of call. The customer stated that they were unable to exit rewind process. The customer stated that the drive support cap appeared normal. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump passed the displacement, self test, off no power, rewind, basic occlusion and prime tests. The operating currents were within specifications. No battery out limit alarms or unexpected countdown/reset was noted during testing. The pump was received stuck in a motor error alarm loop during the bolus/basal delivery. No motor position encoder error alarms were noted in the alarm history screen. Unable to confirm the motion sensor test failure alarm due to the motor error alarm. The motor may have had an intermittent failure that was not detected during our testing. The motor was tested outside of the device and it passed. Unable to perform the unexpected restart error, occlusion or excessive no delivery alarm tests due to the motor error alarms. No cosmetic damage was noted.